Event description:
It was reported that, one day after implant, the right atrial (ra) lead exhibited capture of the ventricle. A x-ray confirmed a lead dislodgement. Reprogramming was performed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).